Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 517 mg/dl and low blood glucose level was 38 mg/dl at the time of the incident and current blood glucose was 345 mg/dl. The customer was assisted with troubleshooting. Customer has treated with food for low blood glucose and with bolus for high blood glucose. The customer stated that the low blood glucose was past event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the drive support cap appears normal. Customer does not allege pump was over delivering. Customer stated that they were unsure if the programming was accurate or not. Reservoir was showing more insulin than what was shown on the status screen. Customer stated that they were not worn insulin pump during a medical procedure or test around magnetic resonance imaging. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.